Manufacturer narrative:
Submit date: 9/23/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports syringes leaked out around the plunger during product and some that are deformed visibly, right out of the tray. The defects they see are the black stopper being deformed and having no seal with the barrel of the syringe. Also, the tip of the syringe (where there is usually a male tip within the luer lock collar) not having the male tip.